Event description:
Discrepant covid antibody test result, result = 1.88 (positive), rerun = .12 (negative). Result = 1.88 (positive), rerun = .12 (negative), siemens notified (7th result reported) siemens lot # 006. FDA safety report ID# (B)(4).